Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a total knee procedure the blade broke at the mount. All portions of the saw were retrieved and nothing remained in the patient. Delay in surgery was a few (2-4) minutes to open the replacement. It was also reported that there were no adverse consequences, as a result of this event. It was further reported that the procedure was completed successfully.